Event description:
The customer contact reported sparks were noted from the back of the device. The device was programmed to deliver an unspecified hydration fluid and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the clinician noted sparks and flames coming from the device near where the ac power cord enters the device. It was reported that the flames were extinguished by unplugging the device from the ac outlet. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. The device was removed from clinical service. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received on 04/16/2010. Investigation is not completed. (B) (4)